Manufacturer narrative:
09-may-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Fall out in mouth - oral-b [device breakage]. Loose - oral-b [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via phone stated that the oral-b toothbrush heads were loose and fell out of the oral-b toothbrush in their mouth while brushing. No injury was reported. 18-mar-2025 follow up via e-mail: the consumer reported that they were concerned about the metal piece at the top of the oral-b toothbrush main unit. The suspect product was confirmed to be oral-b rechargeable toothbrush handle. The concomitant product was confirmed to be oral-b power oral care refills. No injury was reported. 19-mar-2025 follow up via picture: the suspect product was oral-b rechargeable toothbrush handle 3765. No injury was reported. 15-apr-2025 case update from information initially received on 24-mar-2025: the suspect product was oral-b rechargeable toothbrush handle 3771. The concomitant product was oral-b power oral care refills sensitive eb17. The suspect product lot was bh20210159. No injury was reported. 09-may-2025 product investigation results: the suspect product was confirmed to be oral-b power oral care refills sensitive eb17. The concomitant product was oral-b rechargeable toothbrush handle 3771. The product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Fall out in mouth - oral-b [device breakage], loose - oral-b [device connection issue]. Case narrative: consumer via phone stated that the oral-b toothbrush heads were loose and fell out of the oral-b toothbrush in their mouth while brushing. No injury was reported. 18-mar-2025 follow up via e-mail: the consumer reported that they were concerned about the metal piece at the top of the oral-b toothbrush main unit. The suspect product was confirmed to be oral-b rechargeable toothbrush handle. The concomitant product was confirmed to be oral-b power oral care refills. No injury was reported. 19-mar-2025 follow up via picture: the suspect product was oral-b rechargeable toothbrush handle 3765. No injury was reported.